Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Patient whitened at home from (B)(6) 2015 to (B)(6) 2015. When the patient did her first night of maintenance whitening on (B)(6) 2015, she awoke the next morning to find that her lips were extremely swollen. I informed the customer to advise the patient to discontinue use of the kor desensitizer indefinitely, and that the patient can visit her general practitioner if necessary to help w/any discomfort and symptoms. Followed -up w/dentist office on (B)(6) 2015, she said that all of the patient's symptoms have subsided, and she has returned to normal. After all symptoms subsided, the patient has since whitened w/out using the kor desensitizer, and has had no issues.